Event description:
It was reported there was a serious programmer error. As soon as interrogation starts, it crashes. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. As soon as interrogation of an in sync iii device was started, got a system error. Missing hinge plate screws.